Manufacturer narrative:
(B)(4). Day of surgery: unknown, assumed 1st day of the month that complaint was reported. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when the "clips were forming but would slip off", did this occur after they were applied to a vessel? If yes, what was the clip formation (properly formed, malformed, scissored, unformed, etc.)? If not, were clips dropping or ejecting from the device jaws properly formed but not fired from the jaws? If yes, were the device jaws damaged (misaligned, bent, broken, etc.)? Response received: the staples appeared to be formed correctly they just ¿slipped off¿ the tissue and would not hold.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips were forming but would slip off. Some clips fell into the patient but were retrieved. The procedure was completed with this device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2017. D4: batch # p92k38. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator was found undertraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found no conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1/18/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6. Follow up number.